Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01568. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using ruby coils. During the procedure, multiple ruby coils were successfully deployed and detached using a lantern delivery microcatheter (lantern). The resident then felt resistance and inadvertently kinked the last two ruby coils of the procedure while advancing through the lantern; therefore, they were removed. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.